Manufacturer narrative:
(B)(6). (B)(4). The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
On (B)(6) 2016 it was reported that patient with degenerative scoliosis at th5-sai underwent posterior fusion for degenerative scoliosis at th5-sai. Intra-op, a surgeon performed preparation of screw hole as planned with straight thoracic probe and he chose size 7.5mm tap and 8.5mm x 80mm screw for the surgery. Strong torque applied during insertion of screw but the surgeon continued the procedure. At the remaining 30mm position, a part of external lock of screw driver and tip of screw driver (part of torx) were broken. As a result, tip of driver was remained in the screw head and it was impossible to retrieve. A navigation was used with a pointer to determine direction. Prepared screw hole was made with s5 devices. The surgeon placed a short rod and performed final tightening then he break off setscrew with counter after that he replaced screw for 7.5mm screw. The surgical time was extended for 31-60mins. No fragments of the product remained inside the patient.

Manufacturer narrative:
Product analysis:visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. Additionally, the assembly attachment pin to the internal bushing has been broken, consistent with torsional overload condition. The above findings are consistent with torsional overload.